Manufacturer narrative:
The cause for the non reproduced false positive advia centaur xp total hcg result is unknown, and may be attributed to a pre-analytical variables such as incomplete sample clotting, and centrifugation. No conclusion can be drawn. The instruction for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The instruction for use (IFU) under the limitation section states the following: "test results alone are not diagnoses of medical conditions. For example, low titer elevations of hcg can occur in normal non-pregnant subjects. A physician's diagnosis involves evaluation of the test result in conjunction with, and in the context of, the patient's medical history, physical examination, and other test results sometimes in consultation with other medical experts." The instrument is performing within specification. No further investigation is required.

Event description:
A false positive advia centaur xp total hcg result obtained by the customer and the reported result was questioned by the physician. The patient was tested for total hcg to confirm they were not pregnant prior to an accutane treatment. The patient sample was repeated and the results were negative. The patient sample was sent to an alternate laboratory, tested on an alternate thcg test method, and the result was negative. A corrected report was issued. There are no reports of adverse health consequences due to the discordant advia centaur xp total hcg result.